Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information received from a consumer regarding an implantable neurostimulator (ins). The indication for use included spinal pain and headache. The patient reported that two days ago they went near a graphite furnace and was told by someone to not be near it with an implanted device. The patient left the area, but afterward felt a stabbing pain in the ins area for 10-20 minutes. It was later reported the stabbing pain had not resolved, and the patient was trying to schedule an appointment with a doctor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a patient via a manufacturer representative reported that the patient was not experiencing uncomfortable pain and that the stimulator was working. The patient did not have an appointment scheduled with their new health care provider at that time.